Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was implanted with a neurostimulator for non-malignant pain and degenerative disc d isease/herniated disc pain. It was reported by the patient that a lead revision occurred during spring 2016 because the lead had moved. There were no symptoms reported. Additional information has been requested regarding the contributing factors of the event, but they were not available at the time of this report. If additional information is received, the event will be updated and a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.